Manufacturer narrative:
(B)(4). The customer returned an opened cv-17702-e kit with various components including a guide wire assembly, an arrow raulerson syringe (ars) and an introducer needle for evaluation. The guide wire was returned retracted within the advancer tube and showed evidence of use. The returned catheter did not show any evidence of use. The guide wire was observed to have a single kink/bend towards the distal end of the body, adjacent to the distal j-bend. The distal j-bend was slightly deformed but intact. No defects or anomalies were observed on the ars or introducer needle. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Evidence of use in the form of dried blood was observed on the guide wire body. Microscopic examination of the ars and introducer needle did not reveal any defects or anomalies. The guide wire was kinked/bent 28 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The introducer needle outer diameter and the needle cannula inner diameter were also found to be within specification. The returned guide wire was able to be advanced through the returned ars and introducer needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 2.8 cm from the distal tip. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the sgw (spring wire guide) bent during use. Another device was used and the procedure was completed successfully.

Event description:
The customer alleges the sgw (spring wire guide) bent during use. Another device was used and the procedure was completed successfully.